Manufacturer narrative:
As the device had a minor deviation on 1 of 4 measuring points, it generally cannot be excluded that the device has contributed to the event. However given the minor degree of the deviation we suspect that the device did not contribute to the event. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Distributor informed our service department on the 6th of may that one of our products was involved in a slippage that resulted in a laceration.